Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope entire screen turned green. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation of green screen was confirmed which was due to a damaged charged coupled device (ccd) resulting in an improper image color tone. The additional evaluation findings are as follows: water tightness was lost due to a pinhole on universal cord, adhesive on bending rubber section (a-rubber) had a chip, bending angle in up direction did not meet the standard value due to wear of angle wire, adhesive around objective lens had discoloration, the image had white dots due to damaged ccd, angulation lever had a scratch, video connector case had a crack, video connector case had a scratch, light guide (lg) cover glass had a scratch, lg connector had a scratch, right/left (rl) lever had a scratch, switch 1 had a scratch, switch 1 dirty, rl plate had a scratch, up/down angulation lever plate had a scratch, grip had a scratch, control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Olympus will continue to monitor field performance for this device.